Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was above 400 mg/dl, and the meter bg reading was 269 mg/dl. Due to the inaccurate readings, the customer experienced a high bg of 576 mg/dl and was subsequently taken to the emergency room (ER) where the customer's health care provider identified dangerous levels of ketones. While in the ER, the customer was treated with intravenous fluids of saline and insulin. The customer was released from the ER on (B)(6)2021 with no permanent damage. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.